Event description:
It was reported that during the procedure, using a contralateral vessel access, a 2.0x20x145 armada 14 xt otw balloon dilatation catheter was advanced without resistance into a 7-french, 65-millimeter long, non-abbott sheath and over a non-abbott guide wire, to a 2.0x20 mildly calcified, 80 to 99% stenosed, de novo lesion in the right posterior tibial vessel. When inflating the armada with a non-abbott inflation device, the balloon ruptured at 18 atmospheres after 5 seconds. Dilatation was considered completed with the same armada. The armada was withdrawn from the anatomy without resistance. There were no adverse patient effects and no reported clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: .014x300cm journey; inflation: bard; sheath: 65mm long 7fr terumo destination. (B)(4)-above rated burst pressure it is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the armada 14 xt percutaneous transluminal angioplasty catheter instructions for use states: balloon pressure should not exceed the rated burst pressure (rbp). Based on the reviewed information, no product deficiency was identified.